Manufacturer narrative:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that the valve of the a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not work properly causing bleed back. Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001805 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an afib - paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that the valve of the a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small did not work properly causing bleed back. The caller replaced the sheath and the case continued without patient consequences. The issue was reported to be sheath related; the carto 3 system was operating per specifications.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).